Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, when removing an ncircle delta wire tipless stone extractor from its packaging, the tech made a slight kink in the middle of the wire. The device opened and closed correctly outside of the patient. The extractor and a 272 laser fiber were inserted into a 3.6 fr working channel scope. They were difficult to advance outside the distal tip of the scope. Once outside the scope, the basket failed to open and close correctly. The extractor and laser fiber were removed and the extractor was introduced again. The extractor passed more easily but, the basket did not open and close correctly. The extractor was removed and a competitor's extractor was used to finish the case. There was no harm to the patient and the case was only delayed by a minute or two. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.